Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 03-may-2023 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the drawer 3.2 cubie a6 and e1 was failed. A field service engineer reseated the pyxis cable for drawer 3 (main). Replaced the drawer controller board for main half height drawer 3.2. Verified that all indicator lights on drawer 3 were functioning correctly. Performed hardware test application (hta) testing and confirmed proper open-and-close functionality. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es had a drawer failure. Drawer 3.2 with cubie a6 and e1 had failed and error message was notified as "rewrite or invalid cubie memory". Customer troubleshooted using reboot and forced open but issue still persisted. The customer reported that a malfunction took place when the user tried to dispense medication to the patient. There were no delay or adverse events or injuries reported based on this event.